Manufacturer narrative:
On 26-mar-2021, intuitive surgical, inc. (Isi) received mw # (B)(4) with the following information reported regarding this event. "Stapler load of da vinci xi sureform 60 blue stapler misfire on the gastric pouch during a robotic roux-en-y gastric bypass. An additional staple load was placed medially on the gastric pouch. Return to surgery was needed a few days after the original procedure due to abdominal pain and peritonitis.". The original intended procedure was noted to be: "robotic roux-en-y gastric bypass.". The form also indicated the following for other information about the patient that may have influenced the outcome of the event: "past medical history of obesity, esophageal dysmotility, gastroesophageal reflux disease with esophagitis, and a hiatal hernia repair in 2016.".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the sureform stapler 60 or the reloads associated with this complaint. If additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the stapler log for the sureform 60 stapler instrument part number 480460-09, lot k91201006-0040 associated with this event has been performed. Logs show that the sureform 60 stapler instrument fired seven reloads (5 blue followed by 2 white). All firings were completed per the logs. There were no pauses for compression for the first 6 firings, the 7th firing (white) had 1 pause for compression. There were no incomplete clamps in the procedure. Specific to the 2nd overall firing referred to in the reported incident, this was with a blue reload, and the peak clamp force and peak firing force are generally in the same range as the forces for the other blue reload firings in the procedure. An image was provided and was reviewed by the clinical development engineering team. The image shows an excised segment of the stomach. There appears to be part of a staple line visible, but cannot be visualized with enough detail to verify staple formation this complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon used a sureform 60 stapler instrument with a blue sureform60 reload for the second fire and fired on the stomach tissue. The fire was successful; however, it was alleged that the left three rows of staples (on the pouch side of the gastric tissue) were not present after the surgeon unclamped the stapler instrument. The surgeon completed the procedure with a backup blue sureform 60 reload. However, the patient had a second surgical procedure to repair a hole that was identified on the remnant side of the gastric tissue. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure on (B)(6) 2021, the surgeon used a sureform 60 stapler instrument with a blue sureform60 reload for the second fire and fired on the stomach tissue. The fire was successful with no clamping issues, no pauses for compression, and no error messages. However, it was alleged that the left three rows of staples (on the pouch side of the gastric tissue) were not present after the surgeon unclamped. The stomach's pouch side had a hole in it, and the stomach remnant side had appeared to be closed. The surgical staff reloaded the sureform 60 stapler instrument with another sureform 60 blue reload, and the surgeon was able to close the pouch side completely. There was a leak test of the staple line (with diluted icg) immediately, and it was negative. The procedure was completed with no reported injury. There is no video recording of the procedure for review. On (B)(6) 2021, the surgeon had contacted the intuitive surgical, inc. (Isi) executive sales representative (esr) and stated that the patient had to be taken in for a second procedure. The surgeon had indicated that there was a hole identified on the "remnant side of the stomach" with no staples, which in the initial procedure seemed to appear closed. The surgeon speculates that the "stapler instrument's pressure could have had the tissue stick together, seeming like stapled tissue." The surgeon repaired the hole in the stomach. Based on the specimen image sent after the second procedure, it is determined that the surgeon had excised additional remnant tissue as part of the repair. The patient is reported to be recovering well. The esr did state that the female patient had two previous hiatal hernia procedures. The procedure on (B)(6) 2021 was a third hiatal hernia repair combined with a gastric bypass procedure. The procedure was a little more complicated due to the hiatal hernia tissue being adhered to the liver. The patient's bmi was about 36 and did not require a gastric bypass; however, secondary to gastric reflux issues, the gastric bypass procedure was performed. As a result, the gastric pouch was created a little bigger than in a standard gastric bypass procedure. The esr does not recall if the staple line on the remnant side of the stomach tissue was examined before closing the patient during the initial procedure.